Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgical staff noticed arcing through the tip cover accessory installed on the monopolar curved scissor (mcs) instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and mcs instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory or instrument are returned for evaluation, a follow-up MDR will be submitted.